Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient stopped feeling stimulation, which they referred to as "shocking," and shaking returned to their right hand. The issue had allegedly been ongoing since a week after their ins was implanted. The patient noted they were right handed and thought they should be getting 95% relief in their right hand, but the shaking was almost as bad as the left hand, which was not implanted for deep brain stimulation (dbs). It was also noted that disease progression could be a factor as the patient is getting older. Troubleshooting included syncing with ins, which revealed the ins was off. The patient was programmed in simple mode and did not have the ability to change groups. Instructions to turn therapy on were relayed to the patient, but it was not clear if the patient understood or if therapy was turned back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their hand and head still shook a lot, and that the only way they could calm down was to have 3-4 drinks. The patient clarified that they did not turn the ins off at night, but left it on all the time. The patient also reported that when the first got the ins 5 years ago, they felt some shock in their right arm when turning the stimulation on, but now they did not feel anything when they shut stim off or turned it back on. No further patient complications have been reported as a result of this event.